Event description:
Caller states that the device was unavailable for use, saying 'vial reader only, meter not responding'. Customer also tried on his wife's device but it was also unavailable for use for the same reason due to the inability to use the devices, the paramedics were called when the customer was having low blood glucose sysmptoms. The paramedics tested customer on their device with a result of 36mg/dl and gave him glucose tablets. He also ate food to elevate his blood glucose. The paramedics were able to get customer's device to work and obtained a result of 32mg/dl on the customer's device. No quality controls were used on the device. Requested return of suspect deivce and replacement was sent.